Manufacturer narrative:
(B)(4). Results: (arterial/vessel occlusion); (moderate calcification, moderate and small in diameter of the aortic neck angulation). Conclusion: (moderate calcification, moderate and small in diameter of the aortic neck angulation).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. Vessel morphology was reported as aortic neck was 22 to 24 mm in diameter, 2 cm long, with moderate angulation and no thrombus or calcification. The iliac arteries had moderate calcification, 9-11 mm in diameter on the right side and 8-11 mm in diameter on the left side. The distal aorta was 18-22 mm in diameter, but during the angiogram, the distal aorta appeared to have a flow lumen of only 13-14 mm in diameter. It was reported that twelve days post stent grafts implant, the pt presented symptomatically with leg pain, and poor flow was diagnosed. The physician performed a thrombectomy of the aortic and bilateral iliac and a 10x39 bare metal, balloon-expandable kissing stents were placed at the level of the aortic bifurcation on each side to resolve the occlusion. No additional clinical sequelae were reported and the pt is fine. (Ref MFR# 2953200-2011-00300).